Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the external devices. F/u report identified a replacement charger did not resolve the issue. It was reported the physician may undertake surgical intervention to address the issue at a future date.